Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, stress urinary incontinence, urinary tract infection and bleeding. An excision of the mesh was performed

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.